Event description:
It was reported that the customer wore the pump in her bra in the summer. Customer stated that she always placed her pump in a pocket in her sports bra and would alcohol wipe it down after. Customer also stated that she did this for her daily run and wound up ruining her pump from sweating and the humidity. Customer reported that the button error alarm would not clear. Customer was without a pump for 3 days before medtronic could get a new one sent to her. Customer did not have a pleasant experience being on long acting insulin for the first time in 13 years. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.